Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A short simulated therapy was successfully performed. Sample analysis revealed no non-conforming product that could have caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was not reported. Approximately six days prior to death, the patient was hospitalized for an unknown reason. The treatment administered to the patient while hospitalized was not reported. It was not reported if an autopsy was performed. It was not reported if peritoneal dialysis therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.